Manufacturer narrative:
(B)(4). Device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned meter powered up and paired successfully with the pump. The meter history showed evidence of boluses being performed after the 15 min bg check limit. A bolus was performed immediately after measuring bgs. No inappropriate messages were received. A bolus was performed 30 minutes after measuring bgs and the meter gave an appropriate warning. The complaint was not able to be duplicated during the investigation. There was no defect found to the meter.

Event description:
On (B)(6) 2014, the reported contacted animas alleging a meter error (bg>15 min old) was emitted by the meter. The patient indicated that it had not been 15 minutes since their last blood glucose check. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.